Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a symphion tissue removal system resecting device was used in the uterus during a myomectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician experienced difficulty distending the patient's uterus using the symphion system, and a large volume of saline was leaking out of the patient's cervix and onto the floor. After reaching a fluid deficit of 1500cc, the physician discontinued using the symphion system and continued the procedure using a loop resectoscope and loop resecting device, however the fluid deficit continued. The patient's uterus was laparoscopically examined, and three (3) uterine perforations were discovered. It is unknown if the uterine perforations were caused by the symphion resecting device or the loop resecting device. The perforations were closed using cautery, and the patient was kept overnight for observation. The patient was released the next day and was reported to be doing well.